Event description:
Customer reportedly received results of 237 mg/dl and 115 mg/dl within 10 minutes on the advantage system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
Per the patient's surgeon, the device was explanted on (B) (6) 2010 due to extrusion of the receiver stimulator. The patient was reimplanted with another device during the same surgery.

Manufacturer narrative:
(B) (4)

Manufacturer narrative:
(B) (4).